Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen. Ap and lateral chest x-rays were taken and received. Generator placement was observed to be normal. Based on the images provided, the feedthrough wires were intact. Due to the scope and angle of the images provided, the lead pin could not be visualized past the second connector block and therefore could not be determined whether the pin is fully inserted. The entire portion of the lead was visualized, and a strain relief loop and bend are present, both placed per labeling. Both tie-downs were visualized per labeling. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent surgery where the lead pin was removed, cleaned, and reinserted, where impedance was then noted to be normal. It was noted that the patient did not have any trauma and has been doing well.